Event description:
During testing, it was reported that the device gave a continuous "abnormal energy" message when the user attempted to discharge energy thru the quik- combo therapy cable. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device returns for eval and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.